Event description:
It was reported that the customer had been hospitalized due to high blood glucose. The paramedics had been called. The caller could not recall the customer's blood glucose at the time of the hospitalization. The reason for the hospitalization was that the customer had stopped breathing; carbon dioxide had built up in customer's body. The customer had been on life support. The customer had been wearing the insulin pump at the time of the hospitalization. The caller stated that the battery cap of the customer's insulin pump was lost at the hospital when the hospital staff removed the insulin pump. The customer had not used the insulin pump since then. The customer wanted to resume the use of their insulin pump and needed a replacement battery cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).